Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional, via a manufacturer representative (rep), regarding a patient with an implan table neurostimulator (ins) for non-malignant pain and degenerative disc disease. It was reported that the patient had their system explanted, on the week of the report, related to an infection. The rep stated that no other information was known at the time and there was not a rep present for the surgery case. It was noted that the issue was resolved at the time of the report. No device issues were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep): the rep had reached out to the patient for more details of the event, but has received no response. No further complications were reported/anticipated.